Manufacturer narrative:
Sample not returned to the manufacturer and manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed. Upon receipt of further information, include sample return for analysis, the manufacturer will review and investigate as appropriate and a follow-up report will be submitted with any relevant details or investigative findings.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. It was alleged that the patient sought medical treatment at a hospital service and was diagnosed with pseudomonas keratitis after contact lens use. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to alleged diagnosis of microbial keratitis with unknown severity, lack of medical information, unknown patient resolution and potential for serious or permanent injury associated with microbial keratitis events. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.